Manufacturer narrative:
Device received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time..

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 480 mg/dl at the time of incident. Customer reported that the insulin pump had blank display. Customer reported that they got a low battery alarm last night but when he put in a new battery the insulin pump never came back on. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and inserted battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated display did not return after insulin pump restart. It was unknown that auto mode feature was active or not at the time of event.¿ the customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.